Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the following damages, which were not reported: one grip close cable was derailed at the distal pulley. The grips can still open and close, but movement may not be precise. The cable derailment is likely due to cable losing contact with pulley during wrist articulation. Fleet angle between proximal and distal pulleys may contribute to derailment. There were visible scratches on the surface of the distal pulley. The distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken cable and the additional finding of material removal from the main tube found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that in central processing, a frayed cable was identified on a prograsp forceps instrument. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.